Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The same day as onset, the patient was hospitalized for the event. The same day, remedial treatment was started which included vancomycin, 1gm, every 7th day; amikacin, 100mg/day, ip (intraperitoneally), and ciplox 250mg, 2x/day orally. At the time of the report, the patient remained hospitalized, the peritonitis was resolving and the patient was recovering. Additional information was requested but is not available.